Event description:
It was reported that the patient was light headed and dizzy. The right ventricular (rv) lead was found to have elevated thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: h120 competitor ipg, implanted: (B)(6) 2010. (B)(4).